Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This file was reviewed by a cross functional team during the weekly adverse event review and additional information is requested: what were the indications for surgery? How was it confirmed the tissue was not cut? Why did the surgeon have to use 4 staplers to succeed in the stapling? Did the same issue occur with all 3 complaint devices? Please explain. Can you please confirm that the product code and lot were the same for all 3 devices? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were the staples properly formed? Were there any issues removing the devices from the patient? If so, please explain. Can you please confirm that, ¿convert the surgery with a tomie¿ means that an ostomy was created? Was the ostomy planned or performed due to the issues experienced with the devices? Is the ostomy temporary or permanent? What is the current status of the patient? Can you please confirm that the devices were discarded? If so, why were they discarded? Please remind account that device return is extremely important in determination of root cause.

Event description:
It was reported that the surgeon informed us that last week during a left colectomy the devices stapled, but didn't cut the tissue. The surgeon had to convert the surgery with a "tomie." The surgeon had to use 4 staplers to succeed the stapling. The patient is going well and left the hospital.